Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported of ¿device leaking¿ and ¿while cleaning the explanted implant for return, the implant burst into pieces device burst into pieces¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported of ¿device leaking¿ and ¿while cleaning the explanted implant for return, the implant burst into pieces device burst into pieces¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.